Event description:
After plugged into harmonic machine, equipment was tested. It saidtesting was okay. After md used it once it would no longer work and the machine said to replace the handpiece. The cord had 81 uses remaining. Cord was replaced first, just in case, it was not the handpiece. Handpiece still did not work and said to replace. Power was turned off and turned back on to make sure that would not change the outcome. New handpiece was attached and has worked for the reminder of the case. A new equipment was used.

Event description:
After plugged into harmonic machine, equipment was tested. It said testing was okay. After md used it once it would no longer work and the machine said to replace the handpiece. The cord had 81 uses remaining. Cord was replaced first, just in case, it was not the handpiece. Handpiece still did not work and said to replace. Power was turned off and turned back on to make sure that would not change the outcome. New handpiece was attached and has worked for the reminder of the case. A new equipment was used.